Manufacturer narrative:
The exact cause of the issue could not be determined based on the information collected. During the bed inspection, the arjo technician was unable to confirm the reported issue and the problem could not be reproduced. The faulty component (patient handset) was identified and replaced during the inspection, which resolved the only fault found on the bed. The specific nature of the malfunction affecting the handset could not be established. The technician noted that the handset may have been stuck at the time of reporting; however, this hypothesis could not be confirmed, as the handset was not stuck during the inspection. Therefore, the root cause of the reported issue remains undetermined. The enterprise 5000x instruction for use (IFU 746-577-en) contains the following information: "check patient handset and cable - weekly." "Check acp and cable - weekly." "Failure to carry out these checks or continuing to use the product if a fault is found, may compromise the safety of both the patient and caregiver. Preventive maintenance can help prevent accidents." The arjo device failed to meet its specification. There was no indication of patient involvement, and no injury was sustained. The complaint was assessed as reportable due to the allegation of moving the bed by itself. No UDI information is available; the device was manufactured before UDI implementation.

Event description:
Arjo was informed about an event involving the enterprise 5000x bed. The customer reported that the bed was moving on its own. There was no indication of patient involvement, and no injury was sustained.